Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and post procedural haemorrhage ("performing my hysterectomy that I started bleeding out") in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: depo provera from 2005 to (B)(6) 2012. Concurrent conditions included uterine bleeding, dysfunctional uterine bleeding and vaginal itching. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain on both sides"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, post procedural haemorrhage, pelvic pain, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower abdominal pain, lower abdominal pain on both sides, performing my hysterectomy that I started bleeding out" were added. Lot number was added. New reporter were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pelvic inflammatory disease ("pelvic inflammatory disease"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and post procedural haemorrhage ("performing my hysterectomy that I started bleeding out") in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included bipolar I disorder, depression, vaginal yeast infection, kidney stones, candidiasis genital, seasonal allergy and obesity. Previously administered products included for birth control: depo provera from 2005 to (B)(6) 2012. Concurrent conditions included uterine bleeding, dysfunctional uterine bleeding, vaginal itching and nausea. Concomitant products included cetirizine hydrochloride (zyrtec), duloxetine hydrochloride (cymbalta), hydroxyzine hydrochloride (vistaril), ondansetron, oxycocet (percocet), promethazine and zolpidem. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain on both sides"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / total hysterectomy) and surgery (essure implant / total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic inflammatory disease, ectopic pregnancy with contraceptive device, post procedural haemorrhage, pelvic pain, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: vaginal haemorrhage, menorrhagia and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Event added: pelvic inflammatory disease. Other hcp added. Concomitant and historical conditions were added. Concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and post procedural haemorrhage ("performing my hysterectomy that I started bleeding out") in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: depo provera from 2005 to (B)(6)2012. Concurrent conditions included uterine bleeding, dysfunctional uterine bleeding and vaginal itching. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6)2010, the patient had essure inserted. In november 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2010, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In may 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain on both sides"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant / total hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, post procedural haemorrhage, pelvic pain, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.